Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an endograft interventional procedure, using a 16fr sheath. Reportedly, the proglide device was stuck in the artery and when removed, the "black tip broke down" causing damage of the vessel due to the deformation of the more rigid shaft. A cut-down was performed to remove the broken tip, repair the artery wall by patch plasty and achieve hemostasis. Although there was a delay in procedure, it was not considered clinically significant. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6 medical device problem code: 1494 - indication for use. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the pre-close technique was not used when closing with a sheath greater than 8f. The electronic proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the proglide IFU as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.